Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to corroded keypad traces. It was noted that there were no numbers scrolling during testing. The pump was received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that the pump was going up and down the scale. Customer stated that he took the battery out and he tried to do it again but the numbers are still scrolling without him touching them. Customer's blood glucose was 139 mg/dl at the time of the incident. Customer stated that the pump kept scrolling up after taking the battery out a couple of times and putting it back in. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.